Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced recurrent prolapse with torn mesh in the middle. Lysis of pelvic adhesions, removal of restorelle y from the sacral promontory and the right paracolic gutter and from the upper end of the vagina and repair of enterocele.